Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient was scheduled for intracranial endovascular therapy for occlusion of two aneurysms of the right middle cerebral artery with a flow diverter. The devices were adequately prepared, adequate measurements of the vessels were performed. The pipeline vantage 2.75x20 was implanted, from the proximal m2 segment to the medial m1 segment, with which both aneurysms are covered. In fluoroscopy it was observed that the flow diverter shortens and faces the distal aneurysm, so it was decided to implant a second pipeline vantage 2.75x20, it was released from the distal m2 segment to the medial m1 segment covering both aneurysms, the procedure was completed without any complications. The patient woke up without any neurological or hemodynamic deficit. This event did not lead to or extend patient hospitalization. There was movement during placement (difficult placement/positioning). Multiple pipeline devices were not being used when movement occurred. There was no friction or difficulty during positioning. The pipeline was implanted at the intended location. The pipeline did not miss the landing zone. The device did not jump during deployment. The pipeline was placed at least 3mm past the aneurysm neck on each side. Lenticulostriate, previous temporary, lower trunk of the fork (m2) side branches were covered by pipeline. The tip of the catheter was not moved during deployment. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of two saccular, unruptured aneurysms in the right middle cerebral artery. Aneurysm one with a max diameter of 5.71mm and a 4.79mm neck diameter. Aneurysm two with a max diameter of 4.02mm and a 2.59mm neck diameter. The landing zone was 2.55mm distally and 2.69mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered. The patient received dual antiplatelet therapy with aspirin and clopidogrel, one week prior to the procedure. The angiographic result post procedure was satisfying and uncomplicated. Ancillary devices include a 8fr. Sheath, neuronmax guide catheter, phenom plus guide catheter, phenom 27 microcatheter, traxcess guidewire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the cause of "migration" was "shortening of the device."